Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery in which the cuff was deactivated due to unknown reason. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.